Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and myocardial infarction are listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
(B)(6) hosp data. It was reported that on (B)(6) 2015, a 3.5x33mm and a 2.75x33mm xience xpedition stents were successfully implanted in the right coronary artery. The patient was discharged on (B)(6) 2015. On (B)(6) 2018, the patient was re-hospitalized for intermittent chest tightness for 19 years and aggravated for six months. This was diagnosed as an old myocardial infarction. Medication was provided and the condition resolved without sequela. The patient was discharged home on (B)(6) 2018. Per the physician, the event was not related to the device. No additional information was provided.